Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. Four days after onset, the patient was treated with gentamicin, one time (dose and route not reported) for the indication of peritonitis. The same day the patient was discharged from the hospital. Five days after hospital discharge, the patient was readmitted to the hospital. The following day the patient was treated with fluticasone (dose, frequency and route not reported) for the indication of fungal peritonitis. The treatment with fluticasone was ongoing. At the time of this report the patient remained hospitalized and the outcome of this peritonitis event was unknown. On an unknown date, during the second hospitalization, the pd catheter was removed, dianeal therapies were discontinued and hemodialysis was initiated. No additional information is available.